Manufacturer narrative:
The investigation into the reported low pump flow and purge leak has been completed. The impella device was returned for evaluation. The root cause of the low pump flow was most likely was sidearm filter damage. The root cause of the high purge pressure is most likely due to biomaterial buildup occluding the purge gap. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During support, low flows and purge leakage occurred. As a result, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.